Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the sheath would not advance due to fraying of the tip. The device was advanced contralaterally to the lesion of superficial femoral artery (sfa); however it would not advance, due to the fray of the tip of the sheath. Another device was used instead to complete the procedure.